Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a robotic sleeve gastrectomy, the scrub tech said that the cartridge was difficult to load. He applied extra force and the tube began freely spinning. The reload was set aside and another cartridge was used after first making sure that the knobs were fully retracted. The scrub tech then loaded the cartridge without difficulty and he cycled cartridge and handed off to the surgeon who placed the device down the trocar. The surgeon stated that everything felt fine when he opened jaws and placed on tissue. He needed to open the jaws to reposition and when he did, he felt odd, mild resistance and then the handle was locked and could not be squeezed to close the jaws again. He decided to remove the entire stapler and trocar and the jaw felt floppy. As he went to pass the stapler to the scrub tech, the jaw fell off onto the ground. Surgery time was delayed by more than 30 minutes because an x-ray was taken to confirm that no device components fell inside the patient. No other adverse events were reported.